Manufacturer narrative:
(B)(4).

Event description:
Upon two month follow up, patient's refraction and central island are still present. Patient was fitted with contact lenses to correct refraction.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported residual refraction and corneal central island on a patient's right eye following lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. The root cause could not be identified conclusively. (B)(4).